Event description:
It was reported that the personal diabetes management (pdm) and pod loss communication causing the patient's blood glucose level to reach 24 mmol/l (432 mg/dl). The patient notes having epileptic seizures at 25 mmol/l (450 mg/dl).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported epileptic seizures and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.